Event description:
It was reported that (2) er320 devices were used during a unknown procedure. It was reported by the affiliate that one of the jaws fell during surgery. The other instrument did not close the clips. It was not reported how the case was completed. There was no consequence to the pt.